Event description:
The health care provider (hcp) reported that a critical alarm had occurred. The alarm was confirmed by telemetry. The pump's reservoir volume had reached 0 ml. It was also reported that the patient was non-compliant and was asymptomatic without drug delivery. The pump was used to deliver lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that patient missed an appointment the week prior to the date of this report. The doctor pl anned to fill the patient with 500 mcg of baclofen and put the pump in minimum mode.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, lot # n170809004 , implanted on: (B)(6) 2008, explanted on: unknown; (B)(4) dacron pouch lot # n166260, implanted: (B)(6) 2008, explanted unknown; (B)(4).